Event description:
The customer reported that the ventilator will not power on. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned power management (pm) board and motor controller (mc) board shows that the pm board and mc board were installed in an fi test ventilator. The ventilator was repeatedly run through startup and shutdown with varying ac/battery supply configurations. Power was repeatedly transitioned between ac and battery. The ventilator was run for one hour without errors occurring. No failure was found.

Manufacturer narrative:
Updated .